Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a plum 360¿ infuser. The report stated that the pump did not beep that the secondary line was done until after air was already going to the patient. Air was identified as moving past the distal air sensor while an infusion was finishing. There was no patient harm and no delay in therapy associated with this complaint/event.

Manufacturer narrative:
The device passed self-testing with no error alarms. Performed all the performance verification tests. Device passed all the pvt tests. Programmed the device to run a stress test on line a and line b. Programmed line a at a rate of 999 ml/hr. For vtbi of 100 ml. Induced air into the proximal tubing of line a. The device audibly alarms with proximal air in line a. Device did not allow air into the distal tubing. Back primed the cassette until cassette was fully re-primed. Re-ran the stress test on line a. Restarted line a at a rate of 999 ml/hr. For vtbi of 100 ml. Induced air into the proximal tubing of line a. The device audibly alarms with proximal air in line a. Device did not allow air into the distal tubing. Performed stress test on line a 10 times. Device audibly alarmed with proximal air in line a each time. Device did not allow air into the distal tubing side of the cassette during testing. Device passed the stress test on line a. Programmed line b at a rate of 999 ml/hr. For vtbi of 100 ml. Induced air into the proximal tubing of line b. The device audibly alarms with proximal air in line b. Device did not allow air into the distal tubing. Back primed the cassette until cassette was fully re-primed. Re-ran the stress test on line b. Restarted line b at a rate of 999 ml/hr. For vtbi of 100 ml. Induced air into the proximal tubing of line b. The device audibly alarms with proximal air in line b. Device did not allow air into the distal tubing. Performed stress test on line b 10 times. Device audibly alarmed with proximal air in line b, each time. Device passed the stress test on line b. Could not confirm customer¿s complaint of the device failing to recognize air in the cassette on line a or line b during device testing. Engineering evaluated that the pump logs can neither confirm nor disprove whether air passed the cassette before the pump alarmed to stop an infusion. However, engineering also notes that, if the customer¿s complaint was accurate, the most likely instances would be (a) number 2 (because it was the only one(b) one of numbers 4 or 5 (because both did at least detect air in the distal line). Engineering noted that, while the logs cannot confirm nor disprove the complaint, an instance of undetected air has been reported in the past and been addressed as described below. Prior to receiving this complaint from cure 4 kids, ICU medical had received similar complaints (including one from saskatchewan and one on 09/17/2020 from mercy one waterloo medical center) reporting undetected distal air. In conjunction with these prior complaints, engineering performed extensive testing of over 4500 over-programmed (dry bag) infusion scenarios using multiple devices, fluids, and cassettes at a variety of infusion rates (2999 at high rates of 750 ml/hr. Or above). The reported event was replicated during dry-bag, high-rate infusions of 750 ml/hr. Or above (1.1% of the time) but was never replicated during dry-bag, lower rate infusions (under 750 ml/hr.). Medical affairs has reported that good clinical practice is to program the pump for the known or closely estimated bag volume using the programmed vtbi in conjunction with air in line sensors to manage delivery of medication and prevent air being introduced into the fluid pathway. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate. A post market risk assessment was performed to evaluate the product risk profile as a result of the complaint investigations and concluded that ¿the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue¿. It was also noted that there are two primary mitigations currently in place: 1) the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm. Which in case the air detection mechanisms do fail, it would help to remove air that entered the fluid path. As an additional optional mitigation, ICU medical¿s air elimination filter, when added to the delivery set, successfully prevents air from being delivered to the patient. D9 - date returned to mfg: 15jun2024.